Event description:
Father of home pt (hp) reports that he noted the heater bag was empty in fill 12/14, so he disconnected heater bag and spiked into new solution bag with same set spike. System error 2267 alarm sounded and father then discontinued treatment. Father reports no injury or medical intervention as a result of incident.